Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x20mm synergy stent was advanced to treat the lesion. However, the device failed to cross and the stent was damaged. No patient complications were reported.